Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's bg was 460 mg/dl and the ketone level was large. The customer was vomiting. A cause of the high bg was not known. A bolus via the pump was delivered in an attempt to lower the bg. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with an intravenous insulin/saline drip. The customer was discharged on (B)(6) 2017 with the high bg and dka resolved. Reportedly, the contact met with a healthcare provider and the event was discussed.